Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a detached needle. The sensor was inserted at the leg, which is off-label usage of the device, on (B)(6) 2019. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and found that there was no damage to the cannula or needle. The reported event of a detached needle was not confirmed. A probable cause could not be determined.